Manufacturer narrative:
The device was returned for investigation and received by essential medical. The device was decontaminated then visually inspected for non-conformance's. No non-conformities were identified. The angiograms were obtained, and confirmed the lock was initially positioned midway of the femoral head at the access site then migrated down the vessel. It was reported that the user used excessive force (pulling past IFU instructed green/yellow to red in the tension gage window) then performed lock advancement three times. The IFU instructs at step 5 to not deploy the device past green in the tension window. This can cause vessel damage and/or push the manta implant into the vessel additionally, the IFU instructs to not perform a second lock advancement if pulsatile bleeding is not present. Additional lock advancements without the presence of pulsatile bleeding can lead to pushing the manta implant into the vessel. It is suspected that the user used excessive force and multiple lock advancements leading to the deployment of the manta implant partially in the vessel. Once the wire was removed, the implant was no longer being held properly in place and embolized downstream due to being partially in the vessel. Risk documentation was reviewed and is a known risk of the device. The IFU was reviewed and confirmed to list other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular anticoagulation as possible adverse events. The document history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists hematoma, stenosis, and embolism, and other access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review the returned device delivery system, device history record, risk documentation, and case imaging. The investigation remains in process.

Event description:
A tavr procedure was performed on a male patient on (B)(6) 2019 . It was reported that when manta 18f was deployed for closure immediate hemostasis was seen and successful closure was confirmed via angiogram. The physician then removed the guide wire and cut the suture and an "orange sized hematoma developed instantaneously." Ten minutes of manual pressure was applied and the hematoma resolved, but it was reported that "the lock had moved." A covered stent was advanced from the contralateral side and placed at the access site and it was confirmed that there was no further extravasation. It was then reported that there was no pulse below the right popliteal artery, and it was confirmed that "the lock had not moved from where it was before" the placement of the covered stent. The surgeon then attempted to use small hemostats to pull the lock out of the patient through the initial tavr access site. It was reported that the collagen was pulled out of the patient, and subsequently confirmed that the "anchor/lock/suture" was lodged in the right cfa. The physician advanced a straight catheter over the glide wire to the right sfa. 6mg of a thrombolytic agent was injected which "led to successful reperfusion of the leg." Once flow was restored, a second stent was advanced from the contralateral side to the distal right cfa and the "anchor/lock/suture" were covered. The patient was reported to be "fine" following the procedure.